Event description:
Malfunction of angioseal closure device during implantation. Pt sent to operating room for surgical removal of device. Dates of use: (B) (6) 2010. Diagnosis or reason for use: closure of artery; post heart cath.